Event description:
The device offered no resistance when the bag was compressed. Air appeared to be escaping from the air refill valve. Contact with the respiratory director revealed that the pt was being electively intubated due to their declining medical condition. When the rt went to use the device, the device did not operate properly causing no flow to go to the pt. It is unclear as to whether the rt tested the device as required per the operating instructions before use. The rt used a pediatric bag from the crash cart until a replacement was provided. The pt was then successfully intubated and transferred to ICU. The reported malfunctioning bag was thrown away at the time of the event.